Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact missing, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case and end cap address label missing. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked belt clip rail, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Battery cap damage was confirmed due to missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack on the insulin pump. Troubleshooting was performed and had a crack in pump. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump was returned for analysis.